Event description:
It was reported that the patient's ipg was moved from the left flank to the right flank on (B)(6) 2023 due to wound dehiscence. The patient had therapy restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.